Event description:
It was reported that the patient is experiencing auto-deflating of inflatable penile prosthesis (ipp). The physician saw the patient in office and witnessed the same event. The ipp is now auto-deflating after inflating and there is no sign of fluid loss. There are no patient complications. A revision surgery has not been scheduled yet, the device is still on service.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.